Event description:
Received a report that a 15 x 155mm stem was etched as a 16 x 160mm. Surgeon used a 15 x 155mm stem from another lot without further complication.

Manufacturer narrative:
As a result of a corrective and preventive action, a retrospective review of the complaint file was performed. During review, a determination was made that the details provided met reporting requirements. The user facility is outside of the united states. No medwatch report was received. No user facility information is available. (B) (4).